Manufacturer narrative:
After the user contacted dario, dario's representative sent a replacement of dario's strips to the user to test with. On the 16th of january 2025, dario's representative followed up with the user, who reported that he had received the new cartridge of strips that were sent to him. The user reported that he tested the new cartridge of strips with his dario meter and received a bg reading of 100 mg/dl compared to a reading of 150 mg/dl that the user had received with the previous cartridge of strips. The user mentioned that this bg reading with the new cartridge of strips is in normal range for him. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On december 20th, the user contacted dario to report high blood glucose (bg) readings.